Manufacturer narrative:
A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was residue/smears on the patient interface. The procedure was completed successfully. Attempts were made with customer to see if there was patient contact with the residue/smears however, no additional information has been provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/13/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, fibers, or smears. The reported issue could not be confirmed. Manufacturing record review: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.